Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8, d9. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was not returned to olympus for inspection. An olympus field service engineer (fse) was dispatched to the user facility, and the customers reportable malfunction was confirmed. Based on the results of the investigation, the suggested event was likely due to communication failure caused by dust or oxidized contacts, and the light source worked after cleaning. However, a definitive root cause could not be identified. The event can be prevented by following the instructions for use which state: clean the output socket regularly using the light source socket cleaning kit (maj-2087, optional). For details, refer to the instruction manual for the light source socket cleaning kit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source displayed error code b30 (scope communication error). The issue occurred during preparation before use inspection. There were no reports of patient harm.